Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the registration certificate number on the bd syringe¿ with needle's outer and inner packaging was different. This was noticed prior to use on 3000 packaging units. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that the registration certificate number of outer and inner packaging is different."

Event description:
It was reported that the registration certificate number on the bd syringe¿ with needle's outer and inner packaging was different. This was noticed prior to use on 3000 packaging units. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that the registration certificate number of outer and inner packaging is different."

Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 1711154. The review did not reveal any detected quality issues during the production process that could have contributed to this reported incident and all inspections were found to be within specification. To aid in the investigation of this issue, three picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the shipping case showed the registration number (20183151872), which does not correspond to the correct shipping case graphics of lot number 1711154. It has been determined that the shipping case was changed after the production of the product was completed, presenting an updated registration number on the shipping case. We are confident that this was an isolated issue with an unlikely recurrence. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.